Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. The analyst noted an out of tolerance sub-threshold lead impedance alert occurred on (B)(4) 2013. The analyst further noted that maximum ventricular pace impedance rose from 1159 ohm the week ending (B)(4) 2013 to > 4000 ohm the week ending (B)(4) 2013. Rv impedance is also > 4000 ohm prior to (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient experienced nausea and a "heart dropping" sensation. It was further reported that the right ventricular (rv) lead exhibited high impedances. The lead remains in use and no patient complications have been reported as a result of this event.